Event description:
Boston scientific received information that this patient presented with symptoms of stimulation. It was noted that the left ventricular lead had appeared to be dislodged and pacing the atrium. The device was programmed to pace the right ventricular only. The physician will determine how to proceed at a later time. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains imlanted. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.